Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed in the operating room on (B)(6). When they were trying to remove it on (B)(6), the sterile water could not be drained after about 2 ml was drained. Then, under ultrasound, it was confirmed that the tip of the catheter was bent. While moving the catheter, about 5 ml of sterile water drained out and the catheter was removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed in the operating room on (B)(6) 12th. When they were trying to remove it on (B)(6) 13th, the sterile water could not be drained after about 2 ml was drained. Then, under ultrasound, it was confirmed that the tip of the catheter was bent. While moving the catheter, about 5 ml of sterile water drained out and the catheter was removed.